Event description:
It was reported that a malfunction occurred with the device, identified by a specific malfunction code, which prompted the customer to contact technical support. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.